Event description:
The pt experienced a loss of therapeutic effect after the device had turned off in the "last 5 days" after going to a target store. The pt did not use the programmer to turn the device off. The pt was a nurse practitioner and had access to a programmer. Additional info was requested.

Manufacturer narrative:
(B) (4).